Event description:
I got the essure on (B)(6) 2011. Since then I have had longer and heavier periods, painful cramping, weight gain, headaches, extreme fatigue, trouble holding in my urine, vaginal discharge, and pain during sex.